Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. No root cause can be determined as not enough info was provided from the account to properly complete an investigation. Add'l info was requested on (B)(6) 2011 and (B)(6) 2012 by phone, fax, and mail. Add'l info was received on (B)(6) 2012 by phone. A completed questionnaire is not expected to return as the surgeon declined to complete it. (B)(4). This report was mailed to FDA on (B)(4) 2012. (B)(4).

Event description:
A surgical tech reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery performed by another surgeon. In a f/u, the surgical coordinator reported a piggyback iol was implanted and the event has resolved. She reported the pt is doing well with bcva 20/20.